Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 3.3, reference: 2.5, mean: 2.90, confidence limits: 1.8-4.2. Thirty minute lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 3.8, reference: 2.8, mean: 3.30, confidence limits: 1.9-4.6. Thirty minute lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer reported strip lot #091201, but unable to confirm expiration date since the aforementioned lot does not exist on data trending lots. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. Strip lot number could not be identified. There is insufficient information to determine the root cause of customer's test result discrepancy. Corrective action not required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 3.3, lab: 2.5. Inratio: 3.8, lab: 2.2. Lab samples were drawn within 15 minutes of finger stick and run within 1/2 hour of draw.